Manufacturer narrative:
(B)(4).

Event description:
The pt had an MRI. When the pt got out of the MRI, the pump was confirmed to be stalled. The device system was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.